Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a:sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) number: k923607, k926214, k152740. H4: device manufacture date: unknown due to unknown lot number. The returned item -only a peeled piece . Appearance confirmation (microscope) -the peeled surface was smooth. -it had been shaved at approximately 25 mm from the edge. Component analysis (ft-ir) component analysis of the returned item, comparison product 1 (mini guidewire) and comparison product 2 (guidewire m) was performed. -the returned item, comparison product 1 and comparison product 2 were similar in spectrum of polyurethane. Appearance confirmation (electron microscope) the returned item, comparison product 2 (guide wire m)] -coating layer was on the outer surface comparison product 1 mini guidewire -no coating layer was on the outer surface. Component analysis (sem-edx) component analysis of the returned item, comparison product 1 (mini guidewire) and comparison product 2 (guidewire m) were performed. -the outer surface of the returned item and comparison product 2 contained cl, which was different from comparison product 1. Simulation test a guide wire was used in combination with a metal needle. -the outer layer was peeled off over half a circumference, and the wire strand was exposed. -the peeled surface of the outer layer was smooth. -the edge at the distal side of peeled outer layer was straight and had a step. -the edge at the proximal end of peeled outer layer was arc-shaped and had a gentle slope. -this was thought to be similar to the condition of peeled surface of the actual device. From the investigation results 3, the returned item was considered to be a peeled piece of polyurethane. Based on the results of the investigation 4 and 5, a coating layer was observed on the outer surface of the returned item and it was assumed to be a peeled piece of guide wire m as it was used in combination with. As one of the possibilities, it was thought that the outer layer became peeled off since the guidewire used was manipulated in the removal direction while it was used in combination with a metallic needle. However, since the main body of the guidewire was not returned and the details of the procedure were unknown, it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: -do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. -do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following information. It was reported that the urethane of the included mini guidewire might have been peeled off. The peeled part was retrieved. The operation was performed at the vascular surgery on (B)(6) 2026. Since a stick (string)-like foreign matter was observed in the right atrium under computed tomography (CT) and ultrasound scan a few days later, the situation was decided to be checked under fluoroscopy. The string-like substance was confirmed under fluoroscopy. An attempt to retrieve it with a snare was performed completely retrieved. The type of surgery is unknown. The procedure outcome was not reported. The final patient impact was not reported.